Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported during an initial implant procedure routine intra-op impedance testing was done and resulted in out of range impedances. Electrodes 2-5 showed high impedances with values greater than 10,000 ohms. The lead was tested, retested and then tested using a different trialing cable but did not resolve. The decision was made to not use the lead. Once a new lead was used everything test and read normal. The cause for the impedance issue was not determined and the plan was to send the lead back to the manufacturer for analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead, lot # va0m0c0008, found no anomaly.